Event description:
It was reported that, during a rotator cuff repair, after the surgeon created the pilot hole for the lateral row, the "4.5mm footprint anchor" was tapped with a mallet, but soft bone was noted and the anchor pulled out. In consequence, the footprint anchor was removed from the patient. The procedure was successfully completed without significant delay using a "5.5mm multifix s" into the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6 the reported 4.5 footprint ultra pk suture anchor assembly, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor pulled out of the patients soft bone. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.